Event description:
It was reported that pump displayed malfunction alarm after patient accidentally dropped pump from about 1 foot. There was no adverse impact to the customer¿s blood glucose level. Customer did not reset pump because charger was not available, and technical support provided reset instructions and advised customer to call back once charger was available.multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.